Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that the patient's arteriovenous malformation (avm) was located in the superior carotid artery. There was no pause between injections because the leak was observed right as the injection started. Therefore, there was also no reflux as the injection was not coming out tip of the catheter. The dead space of the delivery catheter had been filled with dmso. The leaked onyx was implanted proximal to the intended embolization location. The leaked onyx was able to be retrieved successfully with an thrombus removal device. The procedure was not completed due to the issues that occurred.

Manufacturer narrative:
Refer to manufacturer report 2029214-2020-00755 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter and other devices were prepared and hydrated per the instructions for use (IFU). During onyx injection, there was onyx leakage from the middle site of the catheter. It was stated there was no resistance like burst, but also reported the catheter ruptured in the shaft center. There was no resistance during delivery. The catheter was not overloaded during deliver or removal, it was not stuck in the vessel or guiding catheter, and there was no vasospasm. No injury to the patient was reported in the initial report.